Event description:
Pt revised to address pain, found poleyethylene wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not reveal any other reports for the mfg lots. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear; however, some polyethylene after being implanted for fourteen years in combination with the reported pt large physical stature and activity level should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.